Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified flattening of the device between 134 mm and 55 mm from the distal tip. A kink on the shaft was evident at approximately 94 mm from the distal tip. Three crushes were also observed between the first 45 mm from the distal tip and the balloon material was folded over the distal bond. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the flattening as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that the emboguard ¿got flattened¿ upon removal of the ¿inner catheter¿. Flattening was evident on the returned device therefore the complaint event is confirmed. The kink and the balloon material folded on the distal bond observed on the returned unit were not reported in the complaint description and are unrelated to the complaint event. This kink may have been caused by device manipulation and shipment post the complaint event. The balloon folding on the distal bond may have been caused by extraction of the emboguard through the introducer sheath while the balloon was still partly inflated. Attempts to recreate the flattening indicate that the potential cause of the damage on the returned emboguard device may be attributed to patient (vessel conditions and tortuosity) and procedure specific factors. Although the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (0000243754) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
Aneurysm, after removal of the inner catheter, a navien¿ intracranial support catheter (medtronic) was advanced and the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000243754) tip was observed to be flattened. On 27-may-2024, additional information was received. Per the information, there was no break in the device integrity at the site of the defect. On 30-may-2024, further information was received; the information is the comment from the physician: ¿when inserting the 4-6fr hanaco medical jb2 in the emboguard, inserting difficulty was felt from the emboguard hub area. The air was hard to remove and the usual air removal maneuver for 3 times during preparation, which I do not believe the cause, but wonder if there some kind of influence? As for the flattening of the emboguard, caused by contact with the valve of the sheath when the emboguard was removed from the patient's body. The flattening did not occur during the procedure.¿ on 30-may-2024, additional information was received. Per the information, the patient is an 80-year-old asian male. The information also indicated that the vascular tortuosity was mild and there was no procedural delay that could be considered clinically significant. On 11-jun-2024, pre-shipment photos of the complaint device were included in the file. Based on the additional information received on 30-may-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the pre-shipment photos included in the complaint. The review is documented below. [Photo review]: review of the photographs showed evidence of shaft flattening on the distal section of the emboguard bgc shaft. The flattened shaft was observed ranging from approximately 1.5cm to 13cm from the distal tip. Under magnification, the distal adhesion of the balloon appeared to be peeled off and wrinkled, but the balloon damage could not be confirmed from the photographs provided. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: luer activated valve (lav), dilator, rotating hemostasis valve (rhv), peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Based on the evidence of flattening of the bgc shaft, the complaint event can be confirmed. The potential cause of the complaint may be attributed to patient and procedure specific factors (e.g. Tortuous anatomy). However, root cause of the shaft damage could not be determined based on the information and photographs provided (i.e. Patient specific factors, procedural factors). Conclusion: review of the photographs provided showed evidence of shaft flattening a on the emboguard bgc shaft. The adhesive site on the distal side of the balloon appeared to be peeled off but could not be confirmed from the photographs provided. A review of the manufacturing documentation associated with this lot (0000243754) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.